Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to moisture damage noted in force sensor. Insulin pump had moisture damage noted on motor assembly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer stated the device had alarmed before and customer just took the battery out and reset it. Customer's blood glucose was 224 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap appeared to be normal and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.